Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient´s ¿controller¿ from the omnipod 5 would not turn on and that there was an issue with the dexcom device as well. No specific symptoms were reported but the patient experienced hyperglycemia and was transported to the hospital by ambulance. The patient would have experienced diabetic ketoacidosis. No blood glucose reading was reported from the event. The patient was treated with intravenous insulin and fluids. The patient was discharged after 8 days. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient´s ¿controller¿ from the omnipod 5 would not turn on and that there was an issue with the dexcom device as well. No specific symptoms were reported but the patient experienced hyperglycemia, and was transported to the hospital by ambulance. The patient would have experienced diabetic ketoacidosis. No blood glucose reading was reported from the event. The patient was treated with intravenous insulin and fluids. The patient was discharged after 8 days. No other details were documented. Data investigation confirmed wearable failure. The probable cause could not be determined. No additional patient or event information is available.